Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer experience a high blood glucose (bg) level (273 mg/dl) and insulin injections were administered to address the bg level. The contact thought the high bg was due to a bent cannula; however, upon removal it was not bent. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.